Manufacturer narrative:
The device was discarded by the customer; however, our product evaluation laboratory performed an image evaluation. Image evaluation showed the packaging label of the catheter; the packaging label of the arrow introducer; and the catheter broken into halves at around the distal end of the thermal filament. The distal half of the catheter was in an arrow introducer, clamped with a hemostat. There was a kink on the introducer just distal of the clamped location. The gaps between the thermal filament coils was uneven and indicated the thermal filament or the catheter body was pulled. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of "swan-ganz catheter broke" was confirmed. An engineering evaluation task has been assigned to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is unknown if user or procedural factors played a part in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to a surgical procedure, the anesthesiologist was inserting a swan-ganz catheter in the internal jugular via an arrow introducer kit, which is a non-edwards product. While floating the catheter, he felt some increased resistance with the advancement. Due to the difficulty, he was experiencing, he decided to float the catheter using tee, which allowed the or staff to then drop down the sterile field for the pending surgical procedure. Per the anesthesiologist, the resistance and sensation of the catheter as he advanced it still "felt strange", so ¿based on his clinical experience with this type of catheter¿, he decided it would just be removed. Because the insertion site had been covered by the surgery¿s sterile field, the anesthesiologist utilized the markings of the catheter to begin pulling it back for removal; however, he noted there was still some slight resistance when he felt a pop and the catheter broke in half. He immediately notified the surgeon to not begin the surgical procedure and then proceeded to place a hemostat clamp on the introducer. The catheter was successfully removed from the patient with the other half remained in the introducer. Per the anesthesiologist, no further interventions were needed as the catheter pieces were matched up with all of the markings accounted for. There was no patient compromise or injury. Patient demographics were requested but unknown. The exact date of the event is unknown but occurred approximately the last week of (B)(6). The device was discarded and is not available for evaluation; however, images were provided by the anesthesiologist.